Event description:
The blue inflation bulb was not consistently staying inflated, nor would it deflate properly on several devices from the same lot. The defective devices were not used on any patients.